Event description:
The procedure was coil embolization for major aortopulmonary collateral artery (characteristics of the vessel/aneurysm were not provided). During the procedure, it was difficult to detach the orbit helical fill 2x8 ((B)(4)/lot unk) using a trufill dcs syringe ii ((B)(4)), but after several attempts, the syringe detach the coil. It is unknown if the red zone or blue was zone exceed on the syringe prior to use. After, an orbit helical fill 3x10 ((B)(4)) would not detached at the green zone or the red alternative detachment zone using the same syringe, so the syringe was removed. However, while pulling the coil delivery system back from the target site, the coil unintentionally detached from the delivery system in the progreat microcatheter (terumo). The coil was somehow safely retrieved from the patient, and it is unknown if the coil and the microcatheter were removed as a unit. Afterwards, another orbit helical fill 2x8 coil ((B)(4)/lot unk) would not detached at the green zone or the red alternative detachment zone. The physician now decided to replace the syringe for a new one ((B)(4)) and tried to detach the same coil which ended up unsuccessful. But, by getting the coil caught on a microcatheter tip, the coil finally managed to detach the coil and place it in the aneurysm. The syringe was removed, and replaced for another syringe ((B)(4)). Afterwards, all other coils were detached using the new syringe without any difficulties and the procedure was completed without any further issues. There was no patient injury reported. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. Prior to use, no defect (kink, bends etc) was noted on both the syringes and the coil by visual inspection. The dcs syringe ((B)(4)) is going to be returned for evaluation. No further information was available.

Manufacturer narrative:
The lot number of the 2x8 orbit helical fill coil is not known; therefore a device history record review cannot be completed. The coil which as reported, was eventually detached by catching it on the microcatheter was placed in the aneurysm and the delivery system was not returned for analysis. Without the return of the delivery system for analysis, no conclusion can be made regarding the relationship of the coil system to the difficulty to detach. Therefore, no corrective actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00173 and 1058196-2012-00189.